Event description:
A unruptured 20-mm acom aneurysm was treated in 1/04 with 15 target gdc platinum coils and 19 microvention hes coils. No procedural complications noted. Pt presented with headaches 2 weeks post-procedure. Mr revealed edema around aneurysm. Pt treated with steroids and symptoms resolved. Pt died due to allergic reaction to antibiotics associated with unrelated intestinal issue 1 month post-procedure.